Event description:
Patient was describing lower leg pain. Tibial artery, femoral component and tibial insert removed.

Manufacturer narrative:
Part not returned, therefore, no method, results or conclusions may be indicated. Manufacturer report number: 1722511-2009-00005, 6. Evaluation summary: an evaluation of the DHR (inspection documentation, work order and sterilization processing documentation) did not show any rejections or anything out of the ordinary concerning the manufacture and processing of this part. The part was examined by a knee product development engineer. The explanted tibial tray showed signs of damage, which is consistent with the removal of a well-adhered implant even though there was no evidence of bone cement on the implant. The femoral component showed a significant amount of bone cement and bone adhered to the implant. There have been over 20,000 tibial trays sold with no other formal reports made to ortho development describing lower leg pain that is not associated with a confirmed infection. At this point, it cannot be determined why the patient was experiencing leg pain. Should further information become available, a follow-up report will be submitted.